Manufacturer narrative:
(B)(4). The sample was discarded at the user facility. An investigation could not be performed as the sample was not returned. The manufacturing guidelines and controls were reviewed and found acceptable to identify the reported malfunction. The reported malfunction could not be verified.

Event description:
It was reported that when the tracheostomy tube's internal cannula was in the external cannula, a nurse tried to make a rotation to the fixing system and the internal cannula could not lock. The device was checked and there was no foreign body. Another device was used to complete the procedure. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).